Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator iris potentiometer. System operates as intended. (B) (4).

Event description:
The customer reported the system intermittently will not boot up and displays a bad iris pot error. No pt injury was reported.